Manufacturer narrative:
Information alleges a consumer had used on of 4 heated chairs at facility resulting in a burn. While being treated on a tuesday, the consumer alleges, the alleged burn was a result of the treatment they had from that past saturday. Pt was clothed at the time of this incident. Manufacture is working with the facility to return the 4 chairs for inspection. There are no other incidents reported from any of the chairs in the group. MDR filed based on alleged burn.

Event description:
The consumer allegedly rec'd a contact burn from a heated recliner chair. No serious injury is alleged.